Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code was not working. A technical support specialist found that the nurses were trying to issue the medication under a temporary profile, even though a permanent profile had already been created for the patient. Once the correct profile was selected, the medication was issued without any problem. The system functioned as intended after the technical support specialist completed the troubleshooting and investigation, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower validation code did not work for a patient to issue medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.